Event description:
Lap chole - "I was present in the room when dr. (B)(6) used the university clip applier. The first clip fired and clipped the cystic duct with no problem. When she loaded her second clip and fired the clip never deployed. She pulled the instrument out of the patient and pulled the clip out herself. She then placed the instrument back in the patient and loaded the third clip, and the same thing happened to her as when she fired the second clip. I stopped her at that point and gave her another ca500. The hospital took the instrument and sent it to risk management."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device. It is difficult to determine the root cause of the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier , use care when introducting or removing the device through a trocar. During clip application, verify that the ligation site is free of obstructions or other clips before firing. This document represents our initial/final report.